Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "ec 41622". No patient involvement.

Manufacturer narrative:
Additional information: no patient involvement.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that "pump started", "continuous rate began", "system fault 41, 622 occurred 1 0 0 3", and "power down" were recorded in history. During analysis, the customer's reported issue regarding "ec 41622" was not able to be duplicated. Judging by the event log, it is an intermittent error. The error refers to the optical sensor and is likely an issue with this assembly. Service will replace the optical sensor to correct the reported problem. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "ec 41622". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.